Manufacturer narrative:
This is a case whereby an xpert xpress cov-2/flu plus eua test was performed on a sample obtained from a symptomatic patient which gave a result of flu a negative and repeated (with the inclusion of rsv) and obtained a result of flu a positive. Based on the review of the xpert xpress cov-2/flu/rsv plus eua test submitted, the flu a is detected as shown by late amplification with the cycle threshold (CT) above the cutoff. The target is sitting right at the limit of detection of the test, causing low reproducibility. This may be due to sampling, or the amount of virus the patient is shedding depending on where they are in the course of the disease. The likely root cause is target/s near limit of detection or near cut-off. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss a discrepant result. On (B)(6)2025 a nasal sample was collected and run on xpert xpress cov-2/flu plus eua lot 31610. This resulted in sars-cov-2 negative; flu a negative; flu b negative. This result was reported to the physician. Sample was re-tested on (B)(6)2025 and run on xpert xpress cov-2/flu/rsv plus eua lot 31610. This resulted in sars-cov-2 negative; flu a positive; flu b negative; rsv negative. This result was reported to the physician. The patient presented with symptoms of cough, chest and sinus congestion, body aches and fatigue. Sample processed per the pi, stored at room temp between tests. Sample was repeated to include rsv as initial was all negative and patient had respiratory symptoms. Customer confirmed they change gloves between samples and workspaces are cleaned regularly throughout the day. No known death, injury or deterioration in health related to discrepancy.

Manufacturer narrative:
Correction to the expiration date of the reported product in section d4.